Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including fixed and on-demand pacing without duplicating the report. The accessories used were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device logs did not show any pacer-related error messages, only advisory messages intended to guide the operator. When all operating criteria were met, the device functioned as expected. No trend is associated with reports of this type.